Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16dec2020.

Event description:
The customer reported that a ventilator required pressing the power button to make the device function. The malfunction was identified during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:27jan2021; b4:28jan2021. H11: the reported device associated with the complaint is for aeroneb pro-x with (s / n device: (B)(6)). Aeroneb pro-x is not a philips ventilator. This was reported in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.